Event description:
Patient reported, left side pain and rupture. Healthcare professional, additionally reported, capsular contracture, baker grade iii. The previously reported events of pain and rupture were only for the contralateral side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side pain and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: capsular contracture: observed a capsular contracture but as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided."